Event description:
This medical device report (MDR) is not related to a customer complaint. Abbott diabetes care has taken a remedial action for transmitters used with the freestyle navigator continuous glucose monitoring system. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics. If moisture has not entered the transmitter, the transmitter will continue to function normally when used under normal conditions. However, if moisture enters the transmitter, it may cause the transmitter and the receiver to lose connection interrupting continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. There have been no reports of death or serious injury as a result of this issue.

Manufacturer narrative:
The contract manufacturer observed defects on the bottom plastic housing component of the transmitter during the kitting process. Units were further leak tested. The cracks/fractures are caused by mechanical stress at the thermistor barrel from a number of molding process related conditions. In the event the connection between the transmitter and the receiver is lost, the receiver will generate an alarm alerting the user that the transmitter is no longer communicating with the receiver. The built-in freestyle blood glucose meter is not impacted by this issue, and the user will be able to generate blood glucose readings.